Manufacturer narrative:
(B)(4). The reported fractured tip of the forceps was not confirmed through complaint investigation of the returned sample. Visual analysis determined that the jaws were misaligned; however, no fracture was identified as reported. No other anomalies were observed during the evaluation. A device history record review was performed for lot 06g2361681, and there were no relevant findings. Manufacturing records confirmed the device was produced using the correct materials and components, and all approved manufacturing processes were followed. Additionally, all devices from the production lot underwent 100% visual inspection and functional testing prior to release. Based on the investigation findings, the reported condition was not attributed to a manufacturing process deficiency. End of life for reusable surgical instruments is typically determined by wear or damage resulting from intended use or misuse, and reusable instruments should be replaced when signs of wear or damage are observed. Based on the customer report and the evaluation findings, the root cause could not be determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that following the procedure, the tip of the forceps was observed to have fractured. No patient injury was reported. Evaluation of the returned device did not confirm the reported fracture. Visual inspection identified jaw misalignment. Review of the device history record revealed no manufacturing irregularities.